Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3,e1( event site email ) g6, h2,h3,h4, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse tested the unit and observed the autofill failure symptom. The fse entered service mode and calibrated the regulator. The pressure value was 352 mmhg which was not within normal range. The fse replaced th muffler . The fse calibrated the regulator set points again which passed. The value was in the normal range. The fse tested a balloon and autofill was normal. The unit could be used normally.

Event description:
N/a.